Event description:
Nurse reported the pump was alarming pt side occlusion. She flushed the line and restarted the pump. Alarming continued so she opened the pump door and the IV set inside had ruptured. The 0.9% normal saline was infusion and leaked everywhere. Pump module had error code 245.3020 and will be sent back to rule out fluid ingress. No report of pt harm or medical intervention. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with the failure investigation results once the eval has been completed.